Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling when the customer was entering information into the device. The customer's blood glucose was 200 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up arrow button due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device was received with cracked reservoir tube lip and scratched lcd window.